Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device does not confirm the stated failure. The device was received intact with no pieces missing. The visual of the tip does confirm it is rounded off. This instrument was manufactured in 2015. The device exhibits signs of significant use and wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode and no patient injuries has ever reported. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. An historical review was performed and this malfunction has never cause a patient injury.

Event description:
It was reported that during surgery the set screw driver broke, no pieces fell into the patient wound; the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.